Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test. Customer's blood glucose was 68 mg/dl. Customer was unable to determine reason for alarm due to customer not being able to complete troubleshooting.